Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated they spoke with patient earlier today regarding general recharging education and recharger connected to ins without issue. This afternoon, patient notified caller that they received "system update required" message, service code 303. Caller confirmed that everything had been working as intended up until this message appeared. The caller was not with the patient. Technical services (tss) reviewed meaning of message but that there haven't been any updates to patient or clinician apps related to inceptive. Tss suggested to check that patient is using correct therapy app and restarting handset/communicator but reviewed that likely will not resolve the issue. Caller called back and was with the patient. Caller connected to pt's ins with tablet prior to call tech services and saw the following message: "device reset â¿¿ the system detected that the device has been reset. Por ID â¿¿ (B)(4)" the caller proceeded and immediately saw the following message: "validation error â¿¿ system detected invalid data in the device. Therapy data may be cleared error code 000100f0". The caller could only press 'continue' and upon doing so the pt's programming was wiped. The caller went through the process of re-entering all of the pt's programming and got everything 'set back up' as intended. The caller notes impedances 'are fine' and the pt was getting good relief prior to this issue and after the re-programming today. Agent instructed caller to pull mdt data report prior to ending the session and caller did so. Caller exited the clinician session and then had the pt try to connect with their handset and the pt immediately saw the 303 error message again. The caller noted while trying to connect handset to ins that 'its kind of frozen' but when asked the caller did not specify if this was the communicator or handset but eventually it connected and displayed the 303 message. Caller noted the pt had been implanted, programmed and communicated with today with an 'old tablet' (not the newly deployed tablets). The pt's handset versions were pds 1.0.828 and therapy app 1.0.879. The caller mentioned that prior to pt getting the 303 message yesterday while at home, the pt said she was having trouble charging the ins but the pt determined that the wr was not charged. The pt has only had to charge one time since implant. The caller notes the pt's handset time and date are correct. The caller notes her tablet shows inceptive and pds app are up to date with most current version. The pt's wr app version is 2.0.596. Caller was redirected to hcit to pull any logs/files. Rep stated the cause still unknown, escalated by tech services. (B)(6) 2025 met patient and interrogated her ins with my tablet. The first alert screen showed message ¿device reset, por ID: b)(4)¿, rep then selected continue. The next alert screen showed ¿validation error, system detected invalid data in the device, therapy data may be cleared, error code: 00 01 00f0), rep then selected continue. The device had been reset and all the data was lost from the ins. Rep had to start over as if she was a new implant. There were no alerts, impedances were all wnl, and programming her device was successful. The patient had good coverage with her scs. After exiting the programming session, rep had her connect to her ins with her controller- she had the same error code 303. Tech services is aware of all this information and has all the app versions documented. The patient still has therapy and can feel the stimulation, she can also charge the device.

Manufacturer narrative:
Continuation of d10: product ID a72400 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a72400, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.